Event description:
Reportedly, the balloon ruptured and the coil became detached in the vessel during extraction of soft embolus while performing a thrombectomy of the a. Tibialis posterior. The vessel was dissected and the coil was successfully retrieved. It was reported that the symptoms of the leg were described as fluctuating due to the prolonged time of the operation. However, it was further reported that the pt's condition appears to be asymptomatic at this time.